Event description:
Initially it was reported that a cusa hand piece 36khz leaked during a procedure. On (B)(6) 2013, additional info was received, and was described as follows: the unit was dripping fluid during an acoustic neuroma procedure however, the unit was not in contact with the pt. The pt was anesthetized and there was a delay of 20 minutes while another hand piece was located and setup. The nurse did report however, that in essence there was no delay because the surgeon continued to perform the procedure until the other hand piece was ready for use. She was unable to provide pt demographics or the date of the event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.